Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. It was reported the healthcare provider was concerned the pump was giving micro bolus's when not programmed.